Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station became unresponsive after remote upgrade. The field service engineer (fse) replaced the hard drive and reloaded the software. Completed full configuration of eset, windows server update services (wsus), component manager, and credential manager. Performed server sync and verified system functionality was restored. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station became stuck during the remote upgrade. However, there were no delays or adverse events or injuries reported based on this event.